Event description:
Description: I burned my eye with clear care contact cleaning solution. This is what happened: I was tired as a working mom is at night and took out my contacts and put them into my regular contact case. Then being tired and near sighted with my contacts out at this point, I reached for the bottle amid my other contact solutions in my medicine cabinet and filled my contact case and rubbing the contacts a bit with the solution. In the morning I put the contact in my eye. This is an unsafe product people are tired and can't see when they use it and mistakes are going to happen. I am well aware of the burning this can cause because it happened to me several years ago. I was happy to see the added warning and red labels, but I still made the mistake because I am tired and can't see when I use it. I'm throwing this away and never buying it again. Please help remove it from the market. Medication administered to or used by the patient: no. When and how was error discovered: when I put the contact in my eye. Level of staff who discovered the error: consumer/family member/caregiver. Who intervened: consumer/family member/caregiver. Patient counseling provided: unknown. Reporter's recommendations: this is an unsafe product - people are tired and can't see when they use it and mistakes are going to happen.